Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a wake button alarm, and button appears to be stuck. There was no impact to the customer's blood glucose level. Customer indicated insulin pens would be used for back-up therapy.